Manufacturer narrative:
The insulin pump was received with all its features working properly. No frozen screen anomalies noted during testing. The insulin pump passed the displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen screen and keypad anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer reported that after pressing the buttons for longer than 3 minutes she took off the battery put brand new battery but keypad is no longer responding. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. Customer stated that there is no response from any button. Customer reported the time clock did not advance. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.